Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple, intermittent bent infusion set cannulas which resulted in elevated blood glucose (bg value not provided). The type of infusion set used was not reported. Customer declined to provide further information.